Manufacturer narrative:
Concomitant medical products: mcs-p3-26-aoa valve, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia on the monitor, below the lower rate limit on the implantable pulse generator (ipg), while managed ventricular pacing was programmed on. The ipg remains in use. No further patient complications have been reported as a result of this event.